Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 900 mg/dl; reportedly the customer did not store insulin properly. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.